Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the left main coronary artery. A 24 x 3.00 mm promus elite drug-eluting stent was deployed for treatment. Following deployment, the patient developed hypotension and subsequently experienced no-flow. Cardiopulmonary resuscitation was initiated. Partial flow was restored, and the patient was transferred to the critical care unit for monitoring; however, the patient died later that night.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the left main coronary artery. A 24 x 3.00 mm promus elite drug-eluting stent was deployed for treatment. Following deployment, the patient developed hypotension and subsequently experienced no-flow. Cardiopulmonary resuscitation was initiated. Partial flow was restored, and the patient was transferred to the coronary care unit for monitoring; however, the patient died later that night.

Manufacturer narrative:
Investigation results: device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the events are defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of cause not established. This code was selected as the most probable complaint cause based on the reported event of death. The complaint reported that following the placement of the promus elite stent, the patient developed hypotension followed shortly and subsequently experienced no-flow. The patient died later that night. A request was made through general action asking if the use of the promus elite device contributed in any way to the patient death however, the response noted that this information was not available. No reported device malfunction was reported which could potentially have contributed to the events that occurred. It is noted that per the product's instructions for use (IFU) that the events of death and hypotension are known adverse events associated with device use. A medical review also noted that the cascade of clinical events and subsequent death are anticipated in nature and severity as per the IFU.